Event description:
The event reported that the m warmer overheated during a training exercise causing actual injuries to the patient (role player who is a professional). The case itself was in direct contact with the patient's forearm (this occurred during vehicle transport) and caused localized 2nd degree burns. The healthcare provider immediately pulled out the IV line but the catheter had already partially melted. The intravenous piece collapsed on itself and the external piece caused a localized 2nd degree burn. The m warmer was smoking and crackling, and the case was swollen and deformed. It remained burning hot for a while and melted the plastic bag it was in even an hour later. The fluid in the line got overheated in the process, which caused the catheter itself to also cause a localized 2nd degree burn in the left antecubital fossae. The patient described feeling severe pain going up along her upper arm, then experienced distal numbness in her hand and forearm which got worse over several hours and is present and unchanged several days later. There is a concern for upper extremity thrombosis vs nerve injury. Additional information from the reporter (27-mar-2026) informed that sclerotherapy was conducted on the patient. The patient is in progress of recovering (not yet fully recovering).

Manufacturer narrative:
The defect device has not been returned to manufacturer yet. Investigation will be performed when the defect device has been received. A follow-up report will be submitted as applicable.